Event description:
A confirmed pump motor stall with no motor stall recovery was recorded in the event logs. The pump had stopped working after the patient had an MRI. A critical alarm was also occurring. This was due to zero ml reservoir volume reached. The pump was replaced. Per the caller, there was also an "infection"; further details were not provided. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).